Event description:
A healthcare professional (hcp) via a manufacturer representative reported a lead issue that occurred during pre-op. The hcp noted an anomaly on the proximal end of the lead and decided not to use the lead. It was unknown if any factors led to the issue, if any diagnostics/troubleshooting were done, or actions/interventions taken. It was unknown if the issue was resolved at the time of the report. No symptoms were reported.